Event description:
Customer reported device = 689 mg/dl and family member reported device = 589 mg/dl. Customer went to the hospital and their device = 229 mg/dl. Lab = 202 mg/dl. No treatment was received. Controls were in range. A request was made for return product and replacement product was sent.